Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found foreign object on the secondary water supply channel, cause not established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.